Event description:
The nurse claims that during the implantation of the graft for an abdominal aortic aneurysm repair, the graft leaked blood from its walls (exact quantity unk at this time). The dr elected to take no action to stop the leakage and the graft became blood-tight on its own after a time (duration unk at this time). The graft was left in. The pt's condition is ok. Although the nurse stated there was an injury/complication to the pt, on the basis of the reported info, no injury/complication can be verified at this time. On 1/30/2001, co learned that there was no injury or complication to the pt. Blood lost through the graft during the open procedure was approx 50cc. The exact duration of the leakage is unk, but reported as "a little leakage during closure of the abdomen." No transfusion was required.